Event description:
It was reported that: patient has had some pain in her hip. Patient is reporting that since having surgery, her incision site has not healed. Patient wants to know if implant is the cause of her incision site not healing.

Manufacturer narrative:
The following other hip devices were also listed in this report: secur-fit max 132 hip stem #7, cat# 6051-0730s, lot# mjdjj2. C-taper cocr lfit head 36mm/+5, cat# 06-3605, lot# mhpl9w. Trident hemispherical cluster hole shell, cat# 502-11-52e, lot# 33096501. 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mjenmv. 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mjexdp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that: patient has had some pain in her hip. Patient is reporting that since having surgery, her incision site has not healed. Patient wants to know if implant is the cause of her incision site not healing.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving a trident acetabular liner was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The event could not be confirmed nor the root cause determined due to the minimal information supplied.